Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 94 mg/dl. The customer stated that they wanted to review their basal rates when the alarm occurred. They stated that there was a black solid dot on the screen. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. No black dot on screen noted. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.